Event description:
Pt reported experiencing the infusion set coming apart at the luer lock and tubing on 2 different occasions. Pt reported that his blood glucose elevated in the (500's mg/dl). Pt statted that he was abel to change the infusion set, bolus or inject insulin to bring his blood glucose level down.